Event description:
It was reported that the package was not sealed. During a diagnostic left heart cath and while outside the patient, it was noticed that a comet pressure guidewire package was not sealed. The comet device was not used and the procedure was successfully completed. No patient complications resulted in relation to this event.